Manufacturer narrative:
The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meters using retain strips did not uncover any deficiencies. The meters continue to meet specification and no product deficiencies were observed. Root cause could not be determined from the info provided by the customer. The manufacturing records for the lot were reviewed. The lot met specifications and non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014; inratio (meter 1): 5.8; inratio (meter 2): 7.5; lab: 1.5. Meter 1 = (B)(4). Meter 2 = (B)(4). Inratio results were within 5 minutes of each other. The lab result was obtained within 40 minutes of the inratio results. Meter sn 124947067 is addressed on this medwatch report; meter sn (B)(4) will be addressed on medwatch report 2027969-2014-00554.